Manufacturer narrative:
In a good faith effort (gfe) response from the biomedical area service manager received on 25jun2025, it was stated that a touchscreen calibration was performed, and then the hospital technician could not duplicate the issue. Clarification of the initial issue was not provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not allowing the input of settings or alarm parameters. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. No further information was provided regarding the touchscreen issue, such as if the issue was with the entire screen, a portion of the screen, or if the issue was a result of touch position misalignment. Good faith efforts (gfes) are being completed to clarify the device issue and obtain if any troubleshooting/service has been completed. This investigation is ongoing.